Event description:
Procedure type: proctocolectomy. According to the reporter: after the device was inserted in the patient, the seal was noticed inside the cavity. The seal was removed from the cavity and a new device was inserted to continue the case. No delay in the case. There was no bleeding or patient injury reported.